Event description:
A malfunction was reported on a customer's pump. There was no reported adverse impact to the customer. Technical support assisted the customer by providing information on resetting the pump, and the customer successfully completed the reset without recurrence of the malfunction. The customer was advised to continue using the pump and to call back if the problem recurs.